Manufacturer narrative:
We have not received the inplant back. We will create a follow-up report if/when new information is available.

Event description:
Infection after smartscrew acl were implanted during an acl reconstruction (2 screw altogether, only one of those infected). The infected screw was (tibial end) removed in 2007. Patient was claiming chronical pain and had finally an inflammation. Now the inflammation is gone.